Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. A review of the event history log verified the occurrence of an increased intra-peritoneal volume (iipv) event. Internal and external inspection was performed and no issues were noted. A short simulated therapy was successfully performed. Upon conclusion of the investigation, the cause of the condition could not be determined. This issue is currently being addressed through a CAPA. Should additional relevant additional information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an unspecified problem on the homechoice device during use. The patient was connected at the time of the event. There was no patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was received for analysis and an evaluation has begun but has not yet been completed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).